Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the perforation was not determined since insufficient clinical details were provided.

Event description:
Clinical narrative: an impella 5.5 was inserted via the direct surgical access to support the 70 year old female patient who had been admitted in with known disease. For a week prior the patient was supported by an impella cp and extra-corporeal membrane oxygenation (ECMO) for a ventricular septal defect surgery. Post operatively the patient needed care escalation to the 5.5 pump. The team used a c-arm for pump placement and imaging. The team observed a ventricular perforation which needed to be repaired. There was a presumption that possibly the cannula tip had hit the ventricle wall. After the surgical repair no further intervention was needed. Impella 5.5 continues to support the patient post operatively in the ICU. Bleeding from the ventricle perforation in this clinical context is a possibility with impella 5.5 support, particularly in the setting of major cardiac surgery and direct surgical aortic access.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.